Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm, 3.5x12mm and a 3.5x28mm xience v stent were successfully implanted in the left main coronary artery (lm) complex ((left main, proximal left anterior descending (lad), and the proximal circumflex (cx)) coronary arteries. A 3.0x15mm and 3.0x8mm xience v stent were successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015, the 3 xience v stents implanted in the lm complex were bypassed. (Previously reported under MFR report# 2024168-2015-02292, 93). On (B)(6) 2015, the patient experienced chest pain. On (B)(6) 2015, the chest pain continued, the patient developed a cough and was hospitalized. Elevated cardiac enzymes were noted and a myocardial infarction (mi) was diagnosed per electrocardiogram (ECG). Reportedly, the patient was compliant with dual anti-platelet therapy (dapt) medications; however, had discontinued lasix one week prior to the event. Treatment included diuretics. On (B)(6) 2015, the mi resolved without sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that the left main complex stents contained 95% re-stenosis and the mid right coronary artery stents contained 50% re-stenosis. There was no thrombus. No additional information was reported.

Manufacturer narrative:
(B)(4). Concomitant products: aspirin 81, plavix, coumadin, lisinopril, toprol xl. Stent: xience v 3.0x8mm. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.